Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased pacing lead impedance, increased capture thresholds, and decreased r-waves were observed. No noise was seen with isometrics and range of movement exercises. The patient's condition was stable and monitoring will continue.